Event description:
Add'l info rec'd from MFR 9/13/04: the pt was treated by a dermatologist in 2004. Pt was injected with restylane for the treatment of "smokers lines" along the upper lip (although the pt contends that they have never been a smoker) in preparation for a television appearance or audition. Immediately thereafter, the pt (who was formerly a nurse) developed subcutaneous bleeding in a narrow linear demarcation just above and along the vermilion border and in the areas of injection. This resolved into a thin bluish line just above the vermilion border after a few weeks. Contemporaneously, pt also developed erythema that pt viewed as severe which lasted for "months." At that time, some one to two weeks after the injection, at the site of one particularly deep depression along the upper lip and slightly lateral to that depression, pt noted by palpation a lump of what appeared to be a deposit of restylane. Both transient lumps and erythema, even of this duration, are described on the restylane labeling. Pt is otherwise healthy and is not taking any medications. At the current time, some eight months after the original injection, the erythema has resolved completely. The lump, estimated to be in the order of microns in diameter, is largely gone but remains slightly palpable but is not externally visible. The thin bluish line remains but is easily obscured by cosmetic foundation. Needless to say, pt is not pleased with their experience although there has been near complete resolution. Upon consultation with their dermatologist, who took pictures of the clinical event, pt was advised that the erythema would resolve albeit slowly as would the lump and the thin blue line. A call has been placed to the dermatologist to obtain further info, including the photographs. From a medical standpoint, co views the residual cosmetic defect as most likely resulting from residual hemosiderin deposition consequent to the immediate post-injection bleeding. The thin line most likely represents the limitation of bruising by circumoral facial boundaries underlying the vermilion border and forming the attachment for the circumoralis muscle. As the bluish line appears, therefore, to be related to the trauma of injection of the dermal implant, and unrelated to the specific product used for that implantation, co does not view the residual event as related to restylane. More specifically, it is co's determination that the residual adverse event was not "caused or contributed to" by the use of restylane and would most probably have occurred had an alternative implant have been used. In contrast, the completely resolved erythema and nearly resolved lump are most likely more specifically related to restylane itself. Thus, in response to the agency question, co does not believe that, based on the additional info provided by the pt, that the continuing event can be attributed to the device itself. Finally, although quite distressing to the pt looking for a superior cosmetic result, the event is clearly not, within the meaning of 21 c.f.r. 803.50 and 803.3, a "serious injury." In response to your other questions, co is continuing the investigation specifically with regard to whether co can obtain photographs of the injury and/or a causality assessment from the dermatologist in question as well as info about the lot number. Until then, however, co must conclude that this event does not meet the statutory or regulatory requirements for 5-day or 30-day reporting of medical device events as the event is neither serious nor caused or contributed by the device. Furthermore, the additional info, if available (photographs/lot number) would not, of course, change the foregoing determinations.

Event description:
After being injected with restylane on upper lip, two injection sites remained red. One week following treatment the underneath color of upper lip is discolored a dark shade of purple appearing like a mustache. There are lumps at injection sites where the red puncture wounds remain. Pt is most concerned they now have a dark shadow above lip (upper).